Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device did not meet expected longevity. Analysis results of the device and internal components were as expected for a pacemaker at eri (elective replacement indicator). Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported the device battery depleted prematurely. It was also reported the ventricular lead exhibited high threshold measurements. The device was removed and a new device was implanted. The lead was partially explanted with the remainder capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.